Event description:
It was reported that this pacemaker exhibited code 1011, indicative of the battery system fault for high voltage. As the battery was prematurely depleting, surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed the presence of code 1011 which is a battery system fault for high voltage. A higher-than-expected current drain was detected, but the device had not reached a replacement indicator and the battery still supported full device function. Detailed analysis confirmed the high current was a result of a compromised capacitor connected to the device's battery. Further capacitor analysis determined that the high current was due to an internal crack within the capacitor component.

Event description:
It was reported that the this pacemaker exhibited code 1003, indicative of the battery voltage being too low for the projected remaining capacity. As the battery was prematurely depleting, surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that the this pacemaker exhibited code 1003, indicative of the battery voltage being too low for the projected remaining capacity. As the battery was prematurely depleting, surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.